Manufacturer narrative:
Concomitant medical products: (lot#n6h0082mr). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced erosion of mesh into the small bowel, abdominal pain, adhesions to the abdominal wall and small bowel, and mesh failure. Post-operative patient treatment included revision surgery, small bowel resection, and mesh removal.

Manufacturer narrative:
H6 (patient codes, imf codes, ime e2402: "abn ormal albumin, total protein, alkaline phosphatase, bun, and wbc, pseudocapsule, colitis, leukocytosis"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced discomfort, loss of appetite, constipation, nausea, vomiting, sepsis, pus, dilated small bowel, large complex abdominal abscess, abnormal loculated fluid collections, colitis, heavy growth escherichia coli, enterobacter aerogenes, enterococcus faecalis, abnormal albumin, total protein, alkaline phosphatase, bun, and wbc, bloating, postprandial pain, distended abdomen, diffuse tenderness, mesh had pseudocapsule incorporated to the rectus, leukocytosis, purulent fluid, defective mesh, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, injury, mesh migration, small bowel obstruction, erosion of mesh into the small bowel, abdominal pain, adhesions to the abdominal wall and small bowel, and mesh failure. Post-operative patient treatment included CT scan, lysis of adhesions, upper gi and small bowel follow-through, surgical drain use, diagnostic laparoscopy, imaging, IV fluids, medication, exploratory laparotomy, en bloc resection of segment of small bowel, side-to-side anastomosis between two limbs of ileum, french drain placement, use of seprafilm, hospital admission, CT-guided french drain placement, ir guided removal of indwelling abscess drainage tubes, antibiotics, revision surgery, sm all bowel resection, and mesh removal.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced defective mesh, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, injury, mesh migration, small bowel obstruction, erosion of mesh into the small bowel, abdominal pain, adhesions to the abdominal wall and small bowel, and mesh failure. Post-operative patient treatment included revision surgery, small bowel resection, and mesh removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced depression, anxiety, serositis, discomfort, loss of appetite, constipation, nausea, vomiting, sepsis, pus, dilated small bowel, large complex abdominal abscess, abnormal loculated fluid collections, colitis, heavy growth escherichia coli, enterobacter aerogenes, enterococcus faecalis, abnormal albumin, total protein, alkaline phosphatase, bun, and wbc, bloating, postprandial pain, distended abdomen, diffuse tenderness, mesh had pseudocapsule incorporated to the rectus, leukocytosis, purulent fluid, defective mesh, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, injury, mesh migration, small bowel obstruction, erosion of mesh into the small bowel, abdominal pain, adhesions to the abdominal wall and small bowel, and mesh failure. Post-operative patient treatment included CT scan, lysis of adhesions, upper gi and small bowel follow-through, surgical drain use, diagnostic laparoscopy, imaging, IV fluids, medication, exploratory laparotomy, en bloc resection of segment of small bowel, side-to-side anastomosis between two limbs of ileum, french drain placement, use of seprafilm, hospital admission, CT-guided french drain placement, ir guided removal of indwelling abscess drainage tubes, antibiotics, revision surgery, small bowel resection, and mesh removal.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (added patient codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.